Manufacturer narrative:
No evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. DHR review was performed and according to jde system the product passed all manufacturing inspections without nonconformances associated to the reported malfunction. As such, based on available information, a definite root cause is unable to be determined at this time. The reported malfunction could not be confirmed since no product samples nor images was provided, however, there are manufacturing controls to avoid potential causes related to the malfunction such as 100% leak test, 100% flow test, and 100% visual verification.

Event description:
It was reported that a 777f8 swan-ganz catheter was giving an error fault co catheter verification, use bolus mode on the hemosphere. After trying three different cco cables and changing out the swan-ganz module, the hemosphere would not calculate cco and stated fault co check thermal filament position. The core temp on the swan-ganz was 16 degrees celsius and the core temp on the foley was 35 degrees celsius. There was no patient injury. The device is available for return.

Manufacturer narrative:
Additional product codes for the device include: kra: catheter, continuous flush; dqe: catheter, oximeter, fiberoptic; dqo: catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.